Manufacturer narrative:
Medtronic received additional information that 10-15 years post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to symptomatic stenosis. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis. No additional adverse patient effects were reported.